Manufacturer narrative:
Continuation of d10:  2af283 catheter; 4fc12 sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after the atrial septum was punctured and the adjustable curved sheath was introduced into the left atrium, the balloon catheter was advanced in preparation for cryoablation. At this point, the patient experienced a rapid drop in blood pressure, weakened heart contraction, and convulsions. Ds imaging was used and identified pericardial tamponade. Resuscitation efforts initiated, and pericardiocentesis was performed, with more than 100 ml drained. The patient required more than 2 hours of resuscitation and was subsequently stabilized and transferred to the intensive care unit for monitoring and treatment.  The procedure was aborted, and no ablation was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: puncture needle/sheath. Product ID: non-medtronic unknown, product type: adjustable curved catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.